Manufacturer narrative:
Investigation summary; bd did receive one photograph from the customer in support of this complaint. The photograph was evaluated and shows a low draw volume level in the tubes. Additionally, 20 retained samples were functionally tested and the customer's indicated failure mode of underfill was not observed as all 20 tubes drew within specification. Bd was able to confirm customers indicated failure mode based on the photograph provided however, the issue of underfill could not be duplicated in the retain testing results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred times. The following information was provided by the initial reporter. The customer stated: underfill of 2.0ml naf glucose tubes. Venepuncture performed using flash back needle customer report " 3 tubes in a row on the same patient, collector found on the 4th if she pushed on the back end of the tube harder forcing it further down on the double ended needle and sheath it filled."